Event description:
The reported problem was identified during preparation for use. The intended procedure was a colonoscopy. The intended procedure was completed. There was no patient injury or medical intervention associated with the event. The subject device was inspected prior to use with no anomalies found.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b3 and b5.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of the dp board.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a damaged dp board. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was not present or appeared and then was lost. The problem, as reported to olympus, was found during preparation for use. There was no patient injury, associated with the problem, reported to olympus.